Manufacturer narrative:
The event date is approximate. The sonicare for kids brush head is an accessory to the sonicare for kids power toothbrush system. The device serial numbers or manufacturing number were not provided.

Event description:
The consumer reported that their sonicare for kids brush head broke off in their son's mouth during use and injuries son's mouth. A potential choking hazard was identified.

Manufacturer narrative:
E1: the consumer's contact address was identified and updated per medwatch report mw5098706 received on 01/28/2021.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.